Event description:
It was reported that occlusion alarms occurred and the customers blood glucose (bg) was elevated. The customer changed the pump supplies to address the issue. On (B)(6) 2026 the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) for elevated bg. Customer could not recall their bg level but ketones were present. The customer received intravenous fluids of saline, potassium, and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026.